Manufacturer narrative:
A surgeon was performing a dlif surgery. During the surgery, a blade retractor system was used. The tip of the shim used in this system was broken off during removal. The surgeon left the tip anchored in the patient's bone and continued the surgery. Typically, in normal usage, a shim is removed with ease, but in this case, the shim was stuck on the bone. Surgeon was tapping the inserter handle upward to remove the shim and the distal pin portion of the shim broke off and stayed in the bone without any material protrusion. After confirming the material, the surgeon opted to leave the broken pin portion in the bone and continue with the pedicle screw placement. Due to the difficulty to remove the shim from the bone, it is speculated that the patient had hard bone, but unknown. Device records were reviewed and nothing out of the ordinary was found. The patient was unharmed during this procedure and there are currently no plans for a revision surgery.

Event description:
A surgeon was performing a dlif surgery. During the surgery, a blade retractor system was used. The tip of the shim used in this system was broken off during removal. The surgeon left the tip anchored in the patient's bone and continued the surgery.